Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6) male (B)(6) 2011 (operation date): cas operation was performed using relevant device for distal protection. Asymptomatic cerebral infarction (confirmed on MRI) was observed after the operation. Note: physician did not report the relationship between the relevant device and adverse event at this moment.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event is not confirmed due to no product returned for evaluation. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
Evaluation of the discrepant device is not possible, device discarded not returning. Lot number unknown; therefore, device history record review not possible. Discarded not returning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.